Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown head. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
(B)(4) reported: "failed r total hip arthroplasty. X-rays suggest cup migration. Patient debilitating pain in addition to surgery (B)(6) 2013 changed the head ball removed. Modular liner showed corrosion at taper junction and cup was loose. Initial hip performed 2011."

Manufacturer narrative:
This event is related to voluntary recall ra 2012-067. This recall was initiated due to the potential risks associated with modular neck stems.

Event description:
(B)(4) reported: "failed r total hip arthroplasty. X-rays suggest cup migration. Patient debilitating pain in addition to surgery (B)(6) 2013 changed the head ball removed. Modular liner showed corrosion at taper junction and cup was loose. Initial hip performed 2011."